Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported poor image quality. There was no report of patient harm. The time of event is unknown. Date of event: not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k), g6: follow up #1, h2: type of follow up.

Manufacturer narrative:
Evaluation summary: dst electrical safety test pass. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result additional information h4: device manufacture date.